Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was in atrial fibrillation (af) that entered the ventricular fibrillation (vf) zone. Post detection, the event was initially withheld by wavelet, however as the setting for high rate timeout was exceeded, the patient received shock therapy. The episode was reviewed by the clinical review team which concluded the shock was inappropriate because the actual rhythm was atrial fibrillation/atrial flutter. It was further reported that the rapid af leading into the vt zone triggered inappropriate anti-tachycardia pacing (atp) followed by the shock therapy. It was noted the patient was dizzy and collapsed due to chest pain and was subsequently transported to the emergency department. The patient was hospitalized for monitoring. While hospitalized, the patient was given medications, observed and eventually discharged. The extravascular implantable cardioverter defibrillator (ev-ICD) remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the sensing vector was reprogrammed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.